Event description:
It was reported that during a laparoscopic gastrectomy procedure, the jaws did not open after the 2nd firing. Another device was fired on both sides of the jaws, and then the trigger of the reported device was pulled from the handle by hand to remove the device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: what vessel or structure was the device fired on at the time of the event? ---around the gastric body. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no information. Were any unexpected noises heard? If so, when? ---no. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the anti-back up function of the device did not work. The remaining clips were deployed by the device, however, due to the anti-back up failure, some of them were partially formed, the remaining clips were conforming to our manufacturing specifications. A possible cause of malformed clip may be that an advancer bypass happened. This can occur when the tip of the advancer is above or below the clip instead of being positioned at the back of the clip, since the clip is not fully advanced in the jaws. This will prevent the jaws from closing properly, resulting in a pear shaped clip and subsequently the jaws may remain closed after firing, requiring a manual trigger opening. In addition, the device locked out as intended but the orange indicator was under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. The final quality release criteria was met before this batch was released for distribution.

Manufacturer narrative:
(B)(4).